Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, part of the duck bill has fell out of the device and into the patient. The piece was retrieved. The case was completed with the same device and there was no patient consequence.